Manufacturer narrative:
Pump passed displacement test and self test. Hardware low level failures alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm and crack at back of battery chamber. The customer¿s blood glucose level was unknown. Customer stated that the delivery was suspended. Customer was able to clear the alarm and able to complete insulin pump rewind. Troubleshooting was performed for damage and insulin pump error. Customer was advised to the insulin pump would need to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.